Manufacturer narrative:
The customer reported that the bedside monitor is reporting inaccurate non-invasive blood pressure (nibp) values and keeps remeasuring. Customer has tried different cuffs and cables. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor is reporting inaccurate non invasive blood pressure (nibp) values and keeps remeasuring. Customer has tried different cuffs and cables.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) health reported the bedside monitor (bsm-1733a sn: (B)(6) had an nibp failure. The device was reporting inaccurate values and keeps remeasuring. Service requested repair. Service performed the unit was cleaned, evaluated, and verified all labels the reported problem of "unit has nibp failure on bsm" was confirmed. Also during e valuation, the device has spo2 firmware 5.0.0.5. The input unit will need to be exchanged out with the correct firmware. Investigation result per nkc DHR (attached), the unit (bsm-1733a sn: (B)(6) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The bsm warranty began 04/27/2016. The reported issue occurred after approximately 30 months at the user facility. Review of device sap history found no previously reported issues with the unit. The unit was not in service at the time of reported issue. Unit was returned to nka and repair center evaluation confirmed the reported issue. Evaluation also found the masimo spo2 firmware needed upgrade from version 5.0.0.5 to version 5.2.0.1. Per ncmr 18-087, masimo stated the 5.0.0.5 firmware can produce inconsistent pulse rate start up measurements when used with neonates and can cause the unit to display error message "spo2 change probe" when used with new probes. This was not related to the reported issue. No patient impact as a result of the masimo spo2 firmware needing upgrade. Bsm-1700 series service manual 17th edition advises: if the periodic inspection is not performed, degradation or loss of function may go unnoticed and lead to misdiagnosis. Service personnel should perform the periodic inspection at least once every year. A maintenance check sheet is provided, which includes checking the nibp. Replacement of the pump assembly is addressed in section 5 "disassembly and assembly". Customer's internal maintenance information for this unit is not available. Age of unit was 30 months. Unit has no prior history of nibp issues. The root cause could not be determined at this time. Irc-nka300155567 has been opened and investigation of nibp issues relating to the bsm-1700 series is ongoing. Additional information: b4. Date of this report. D10. Device available for evaluation? F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor is reporting inaccurate non invasive blood pressure (nibp) values and keeps remeasuring. Customer has tried different cuffs and cables.